Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part returned. Device history lot part number: 398.40 synthes lot number: a7ma41 release to warehouse date: week 41, 2003 manufacture site: tuttlingen part expiration date: n/a list of non-conformance: n/a device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The DHR is no longer available due to the age of the instrument (over 15 years old). H3, h6: investigation summary background: it was reported that on an unknown date, during an unknown event, a stardrive screwdriver tip was bent. Two (2) guide shafts with flat s inserter tips had been twisted and broken off. A universal chuck with t-handle was badly bent. An interlock screwdriver tip was bent. A pair of ratchet reduction forceps with narrow points had both tips broken off. A pair of bending pliers for reconstruction plates fell apart. The tip of depth gauge screws broke off the measurer. Patient involvement and consequence are unknown. Device evaluation: broken visual inspection: upon visual inspection, it was observed that the ratchet reduction forceps with narrow points. (398.40, a7ma41) was broken at its distal tips. The fracture surface was observed to be free of any fissures, voids, discoloration, or other deformities. Surface wear consistent with the age of the device (15+ years) was observed as well. The received condition was determined to agree with the complaint description. No definitive root cause could be determined as of yet. Dimensional inspection: due to post-manufacturing damage, dimensional inspection could not be conducted. Document/specification review: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. The DHR is no longer available due to the age of the instrument (over 15 years old). As manufacturing documents for instruments are only stored for 10 years, DHR review is not possible. No definitive root cause was able to be determined based on the complaint description and photographs. Investigation conclusion: the complaint was confirmed as the ratchet reduction forceps with narrow points (398.40, a7ma41) was visually observed to be broken and as such, the complaint is confirmed. No new product design issues of manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon the investigation findings, no additional corrective and/or preventative action is proposed as the complaint condition was deduced to be due to packaging distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Date of manufacture is week 41, 2003. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, several devices were discovered damaged. The 2.4mm stardrive screwdriver shaft tip was bent. The two (2) dynamic hip screw/dynamic condylar screw (dhs/dcs) guide shaft with flat s inserter tip have twisted and broken off. The universal chuck with t-handle was bent badly. The inter-lock screwdriver tip was bent. The reduction forceps with points narrow-ratchet both tips were broken off. The bending pliers for reconstruction plates, the piece holding bender together fell out, so pieces no longer stay together. The tip of depth gauge screws broke off the measurer. Patient involvement and consequence are unknown. This report is for a reduction forceps with points narrow. This is report 4 of 5 for (B)(4).